Event description:
It was reported by customer that he had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was over 600 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer declined further troubleshooting. Customer's blood glucose level was 71 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.